Event description:
The initial 2 level posterior lumbar interbody fusion surgery occurred on (B)(6) 2013 in which 6 pedicle screws were placed bilaterally from l4 to s1. On (B)(6) 2014, it was reported that the s1 bone screws had fractured. Pt remains asymptomatic. No revision is planned at this time. Patient's activity level is unk. Pt compliance with post surgical instructions is unk.

Manufacturer narrative:
(B)(4). There is no plan for revision surgery at this time. Pt is asymptomatic. Screws remain in the pt, and no further evaluation of the product can be completed at this time. The root cause of this reported event has not been determined; no conclusion can be drawn. Labeling review notes the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."